Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3 of their automated peritoneal dialysis therapy. After having the home patient read the event log to baxter's technical service center, it was determined that the patient had received a system error 2240 and system error 2367 alarm during a previous therapy session. Further follow up with the patient revealed that they had received the system error 2240 and system error 2367 alarms during the beginning of a therapy session. The patient then cycled the homechoice machine off/on several times, and started a new therapy session using the same supplies. The home patient stayed connected to the setup during the self testing and prime cycle, however, the clamps were closed on both the transfer set and the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was discontinued at that time. No patient injury or medical intervention was associated with this incident, per the home patient.